Manufacturer narrative:
Section h10 of the initial medwatch report indicates: physio-control evaluated the customers device and verified the reported issue. It was determined that the quik-combo connector in the front case had a stripped screw. Physio replaced the device's front case which resolved the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined that the quik-combo connector was the cause of the reported issue. Section h10 of the initial medwatch report should indicate: physio-control evaluated the customers device and verified the reported issue. It was determined that the quik-combo therapy connector was preventing the device from recognizing the therapy cable connection. Physio replaced the device's quik-combo therapy connector which resolved the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined that the quik-combo therapy connector was the cause of the reported issue. Additional information: physio further evaluated the removed quik-combo therapy cable and the reported issue was verified. It was observed that the connection was intermittent when the connector was manipulated. The cause of the reported issue was confirmed to be the quik-combo therapy connector.

Event description:
The customer contacted physio-control to report that their device did not recognize the quik-combo therapy cable connected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. It was determined that the quik-combo connector in the front case had a stripped screw. Physio replaced the device's front case which resolved the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined that the quik-combo connector was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device did not recognize the quik-combo therapy cable connected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.